Event description:
The patient received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the patient was feeling overstimulation when he moved in certain positions. The patient reported that this has occurred since his implant, but the physician advised him to give it time to heal. X-rays did not reveal lead fractures or migration. Diagnostic testing showed normal results, and reprogramming efforts were unsuccessful in resolving the issue. Follow up on the patient found that he was referred to a neurosurgeon for a potential explant/replacement procedure. The next course of action is still undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.